Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the electrical allegations, as the lead passed electrical testing. The cathode conductor coil was observed to be misshapen, at the distal end of the terminal pin, which was likely a contributing factor to the helix mechanism issue which was seen in the field.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead had impedance issues and was reportedly undersensing. It was discovered that the rv lead had perforated the heart wall. During the lead revision procedure, the rv lead was successfully removed from the heart wall. However, the helix would not retract after that, and thus the lead was removed and replaced. No additional adverse patient effects were reported.